Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels rose from 475 mg/dl to above 600 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, excessive vomiting, nausea and congestion. The patient was went to the hospital and was treated with the following: 5-5 insulin drips, 3 antibiotic fluid drips, intravenous fluids and anti nausea medications. The patient was also tested for covid-19 and the initial test came back negative (patient eventually tested positive several days after hospital stay). The patient was released after spending 3 days in the hospital. The following medications were also prescribed to patient: ondansetron (zofran) - 4 mg (1 tablet taken 4 times daily as needed for up to 7 days) amoxicillin - 875 mg (1 tablet taken twice daily for 2 days).